Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawers failed and not detected on the bus. The customer rebooted and recovered but still issue persist. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers were failed. A field service engineer addressed issue with drawer 3.2 not responding. Diagnosed low voltage and missing board lights. Found obstruction from medications. Replaced drawer controller boards and main controller board. Station recovered after restart. Dispensing workflow resumed. No patient harm. Hardware test confirmed resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawers failed and not detected on the bus. The customer rebooted and recovered but still issue persist. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.